Event description:
The homecare provider (hcp) reported the following information: (1) a wife filled her husband's portable unit from the c41. (2) the quick connect on the c41 froze open during or after fill and all the contents leaked from the c41. (3) no injury occurred.